Event description:
This MDR is follow up 1 to reported the investigation findings of the two defective needles. No further follow-up or investigation is anticipated.

Manufacturer narrative:
Both needles were returned to the manufacturer for investigation. One out of two needles exhibited suspected "shorting" beahviour, whereby the heater wire was in contact with the needle shaft. In addition, the resistance betwen the shaft and the gas pin was found to be outside of specifications. The other needle passed electrical testing, with all electrical parameters within specification. Further testing of via an oscilloscope and a control needle in saline solution showed that the needle that exhibitied "shorting" behaviour produced voltage capable of muscle stimulation, confirming the reported malfunction. Two root cause's were identified as the cause of the electrical failure in the reported needle: shorting between the heater wire and the needle shaft, and insufficient grounding (caused by a disconnection between the heater wire and the gas pin).

Event description:
It was reported that 4 iceforce needles were used for a renal cryoablation case. During the thaw cycle, the patient started twitching every second or so. The physician was made aware and provided more "meds" to the patient. The representative in the case explained that it may be the needle causing the twitching. The thaw function was turned off on all of the needles and the patient stopped twitching. The needle's were then turned on one by one to see which one was causing the event. The case was completed with no injury to the patient. Two needles will be returned as they are unsure which was causing the issue.